Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381512, batch no.: 9193539. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter pulls off the needle with the lid. The following information was provided by the initial reporter: we are having a problem with the bd 24g angio cath, when you pull the lid off the catheter pulls off the needle with the lid. This is happening everyday and with almost every catheter. This causes us to try and put the catheter back on the needle with the risk of the catheter splitting. This has been going on for several weeks. The lot number for today is 9193539 very frustrating and causes us to stick the patient more than once.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Material no.: 381512 batch no.: 9193539 it was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter pulls off the needle with the lid. The following information was provided by the initial reporter: we are having a problem with the bd 24g angio cath, when you pull the lid off the catheter pulls off the needle with the lid. This is happening everyday and with almost every catheter. This causes us to try and put the catheter back on the needle with the risk of the catheter splitting. This has been going on for several weeks. The lot number for today is 9193539 very frustrating and causes us to stick the patient more than once.